Manufacturer narrative:
The device was returned for analysis with the sheath separated distal to the proximal marker. The reported deployment issue could not be confirmed due to device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported deployment issue. Additional attempts to rotate the thumbwheel against resistance may have caused the distal sheath separation preventing any further transmission between the thumbwheel and retractable sheath. It is likely that once the separation occurred, tension on the ribbon was lost causing recoil or slack in the ribbon. The slack in the ribbon then results in the ribbon coming off the thumbwheel track. Further rotation of the thumbwheel with the ribbon off the thumbwheel track causes the ribbon to spool around the center handle pin. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo lilac artery that was 80% stenosed. Once at the lesion a 7.0x150mm absolute pro was attempted to be deployed but after turning the thumbwheel with no issue the stent failed to deploy. It was noted that balloon angioplasty was done to predilate the vessel. Another same size absolute pro was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delays. No additional information was provided. Device analysis noted the sheath was separated distal to the proximal marker.